Manufacturer narrative:
Steris became aware of this event on december 21, 2022 through our periodic review of the maude database. The report did not identify the name or location of the user facility of the device in question. To date we have not been informed of this event directly from the user facility. Should we obtain additional information regarding the user facility or specific device subject of this event, a follow-up report would be filed with the results of our investigation.

Event description:
The user facility reported via user facility medwatch report that preventive maintenance on two amsco 7052hp washers was unable to be completed due to preventive maintenance parts being on backorder.